Manufacturer narrative:
The device has not been received for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Method: device history record was reviewed. Complaint database was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The rotating luer lock is detaching from the neck, snapping off at the ridge once used with pressure. Pressure was 650 psi. There was no harm or injury reported.